Manufacturer narrative:
(B)(4). Device evaluation:the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows the following on (B)(6) 2012: 4:42pm 'rewind' step performed, 4:43pm 'load cartridge' step performed, 4:46pm 'pump not primed' warning, 5:37pm 'load cartridge' step performed, 5:38pm 'prime' step performed (0.59 units primed), 5:38pm 'pump not primed' warning occurs, 5:42pm 'load cartridge' step performed, 5:42pm 'prime' step perfromed (0.61 units primed), 60 units of insulin remain. The force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. During evaluation the pump was rewound and could not detect the cartridge during the load cartridge step. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the patient contacted animas to report that on (B)(6) 2012 at 6:00 pm she was taken to the emergency room after an inadvertent infusion of insulin. The patient alleged that she received an infusion of 100 units. The patient confirmed she did not prime the pump while attached to it. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient claimed her blood glucose level dropped 100 mg/dl per every 10 minutes; she did not provide any specific readings. The patient administered self-treatment with food, and her blood glucose level as tested in the emergency room was 200 mg/dl. The patient was treated intravenously with dextrose. Troubleshooting revealed no issues with the pump, all pump settings were correct, the pump history revealed no additional boluses. The issue was not resolved. The patient allegedly received an inadvertent infusion of 100 units insulin while using the pump, and received emergency medical attention and treatment with dextrose. Therefore this complaint is being reported.